Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector was involved in a disconnection incident. The reporter stated that the device popped-off of an unspecified device. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.